Manufacturer narrative:
No technical inquiries were received from the customer. One opened phacoemulsification (phaco) tip with one broken half in a wrench and other broken piece in a sleeve, in a bag, with no lot info. Was received for the report. Sample was visually inspected and was found to be non-conforming with phaco tip observed to be broken in 2 pieces at the cone to cannula transition area. Breakage was very jagged. Back hole inner diameter was off-center. Uneven wall thickness observed. Walls were observed to be thin with a crack and small holes on the thin area of the cannula. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Device/batch record review: a review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the possible lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, due to an uneven wall thickness. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to determine root cause of the uneven wall thickness. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the balanced ultrasound (us) tip broke during quadrant removal step of cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the tip with another one. There was no patient impact.